Event description:
Rn entered room when notified that the spiros cap had become disconnected from the continuous ara-c tubing. Drops of chemo were noted to be on floor and on the play mat. Chemo spill kit used for detainment/cleaning and housekeeping was notified. New tubing and new bag hung.